Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip is worn and partially broken off the stardrive shaft, the rod bender has an issue with the spring portion becoming loose, the matrix simple persuader is sticky and difficult to release, the locking holding sleeve's tip is deformed where the device threads into the screw and the ratchet handle does not grip easily. The events are not part of any specific case and there is no patient involvement. This is report 3 of 4 for (B)(4). This report is for 03.632.009 matrix simple persuader.